Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that the customer was unable to install a cartridge on the pump. During troubleshooting, it was found that the cartridge was not entirely loaded due to an o-ring present on the pneumatic tap. The customer was unable to remove the o-ring from the pump. The customer was able to load a new cartridge and resume insulin customer's blood glucose level was 323 mg/dl.